Event description:
Complainant alleged that during a routine shift check by a clincian, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.